Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service engineer (fse) attempted to repair the suspect device, but the issue was not resolved. The fse reported to have sent the suspect device to carefusion factory service/failure analysis for further evaluation and repair. The factory service team has duplicated the customer's reported issue but is currently still evaluating and repairing the device. Upon completion of a full evaluation, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit is in vent inoperable condition and requires repair. The customer reported no patient involvement is associated with the event. The carefusion field service engineer (fse) went onsite and reported the error log shows transducer fault. The fse performed troubleshooting, but the issue was not resolved.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect components for investigation. The suspect main printed circuit board assembly (pcba) evaluation identified the transducer fault event in the error log, but the reported issue of not being able to clear could not be duplicated as calibrating the transducers have resolved the issue. The suspect front panel assembly was received for investigation and upon inspection, the inverter pcba was missing from the front panel. Evaluation revealed the display powered up and began to reboot every second duplicating and identifying the root-cause of the reported issue.